Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a blood collection holder. The customer stated that the "cup" portion of the hub broke and a nurse rec'd a contaminated needle stick.

Manufacturer narrative:
Per the customer, the sample will not be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.